Manufacturer narrative:
The insulin pump passed self test and the displacement test. No missing segments were noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump fell out of the customer's pocket and the screen went blank. The drive support cap appeared normal. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose level was not known. Nothing further was reported.